Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and lead sensing problem. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The full measured helix extension length was within product specification. The reported events for a lead sensing problem and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-18366. It was reported during in clinic follow up the atrial lead exhibited loss of capture and failure to sense. Loss of capture and sensing variation was seen on the ventricular lead. Dislodgement of both leads was confirmed via imaging. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.